Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that guidewire coating issue occurred. During unpacking of a 035/260/1 amplatz super stiff guidewire, it was noted that there was no colour coating at the distal portion of the guidewire. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older device evaluated by MFR.: the device was returned for analysis. Visual and microscopic inspection revealed the guidewire was bent at the distal end section and, the coil wire was stretched at distal tip section. The coating of the coil has the polytetrafluoroethylene (ptfe) peeled at middle section and proximal section. No more visual damages were found in the device. The overall length and, the outer diameter of distal tip, middle section, and proximal section are within specifications.

Event description:
It was reported that guidewire coating issue occurred. During unpacking of a 035/260/1 amplatz super stiff guidewire, it was noted that there was no colour coating at the distal portion of the guidewire. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.